Manufacturer narrative:
An event of dyspnea, fatigue and aortic insufficiency was reported. Morphological and histopathological examination revealed a tear at the base of leaflet 2. There were small tears on all three leaflets. It could not be conclusively determined; however, these appear to be consistent with damage incurred by handling with an instrument during explant. Two of these small tears contained small corresponding damage to the mounted porcine tissue, one of which exposed the stent post underneath. No acute inflammation or significant calcifications were present. X-ray examination revealed post 2 was bent outwards and post 3 was bent outwards and twisted. As this was an explanted valve it is not possible to confirm when the observed deformation occurred. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Dyspnea, fatigue and aortic insufficiency are consistent with a torn leaflet. The cause of the torn leaflet remains unknown.

Event description:
On (B)(6) 2016, a 23mm trifecta gt valve was implanted. On an unknown date the patient presented with dyspnea and extreme fatigue. The patient was diagnosed with aortic insufficiency, and on (B)(6) 2018 the valve was explanted and replaced with a 23mm magna ease. Upon explant a tear was observed. Additional information has been requested.